Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. D4, g4: model number is not sold in the us but similar device is sold under model b33372. This product was used for the product code, and 501k. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a 30 cm (12") add-on set w/4 check valves, vented cap experienced disconnection. The following issue was reported by the customer: ¿while unscrewing the cap from one of the lines, the line disconnected¿. There was unknown patient involvement, unknown adverse event/human harm.

Manufacturer narrative:
The reported complaint of disconnection could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.